Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high impedance was noted on the patient's atrial lead. The patient was instructed to come in for a chest x-ray and device interrogation. The patient was stable and had no complaints. Additional information was requested but was not available at this time.